Event description:
It was reported that a remote transmission showed the right atrial lead had possible intermittent undersensing during some of the stored atrial high rate episodes. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.